Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. Herpes outbreaks that may manifest as pustules normally appear a few days after injection are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Herpes outbreaks are linked to the patient's infectious history. In patients with a history of herpes infection, the reactivation of the virus can be due to several causes, including local trauma, an inflammatory reaction, systemic stress, or immunosuppression. Symptoms are generally harmless and resolve quickly after medical treatment. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products.

Event description:
On 04-jul-2025, the italian subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with a total of 0,6 ml of rha 3 in the lips (0,4 ml in the upper lip and 0,2 ml in the lower lip) using the horizontal micro boluses technique and a 25g needle. Before the injection, the injector used an anesthetic and vasoconstrictor cream on the lips. No problem occurred during or soon after the injection: no skin whitening nor other skin color changes, no pain. Of note, the patient was injected every year since 10 years (no further information). The same day, in the evening, the patient experienced pain and redness. On (B)(6) 2025 morning, the patient sent a picture to the injector who assessed a vascular complication from the upper lip and extending to the forehead. The local medical expert confirmed the diagnosis and recommended several sessions of hyaluronidase injections (1500 iu per session). The same day (on (B)(6) 2025), the patient received the following treatments: - only one hyaluronidase session of 1500 iu. - enoxaparin (6000 iu per day for 10 days). - betamethasone (4mg every 12 hours for 4 days). On (B)(6) 2025, patient went to the emergency room for the upper lip pain. She underwent a doppler which showed no evidence of thrombosis in the face. However, based on the echo doppler report, the local medical expert assessed that the arterial state of the face has not been investigated and the instrument used for the eco doppler has not been mentioned. For this reason, the local medical expert highlighted that probably the eco doppler was not performed correctly because the hcps of the hospital are unfortunately not specialized in the management of the fillers-related complications. On (B)(6) 2025, we received the information that the pain improved but the tissue was still suffering. The local medical expert was contacted and recommended an immediate hyaluronidase injection (1500 iu). The same day, on the evening, the patient received a second course of hyaluronidase (1500 iu). On (B)(6) 2025, we were informed that the patient condition improved a lot since the last hyaluronidase injections but developed a herpes labialis. On (B)(6) 2025, we received the information that herpes pustules and crusts disappeared. The injector and the local medical expert recommended to apply moisturizer cream and photoprotection. At the time of this report, no additional information was obtained but evolution of symptoms is being closely monitored.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. Herpes outbreaks that may manifest as pustules normally appear a few days after injection are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Herpes outbreaks are linked to the patient's infectious history. In patients with a history of herpes infection, the reactivation of the virus can be due to several causes, including local trauma, an inflammatory reaction, systemic stress, or immunosuppression. Symptoms are generally harmless and resolve quickly after medical treatment. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products.

Event description:
On (B)(6) 2025, the italian subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with a total of 0,6 ml of rha 3 in the lips (0,4 ml in the upper lip and 0,2 ml in the lower lip) using the horizontal micro boluses technique and a 25g needle. Before the injection, the injector used an anesthetic and vasoconstrictor cream on the lips. No problem occurred during or soon after the injection: no skin whitening nor other skin color changes, no pain. Of note, the patient was injected every year for 10 years (no further information). The same day, in the evening (on (B)(6) 2025), the patient experienced pain and redness. On (B)(6) 2025 morning, the patient sent a picture to the injector who assessed a vascular complication from the upper lip to the forehead. The local medical expert confirmed the diagnosis and recommended several sessions of hyaluronidase injections (1500 iu per session). The same day (on (B)(6) 2025), the patient received the following treatments: only one hyaluronidase session of 1500 iu. Enoxaparin (6000 iu per day for 10 days). Betamethasone (4mg every 12 hours for 4 days). On (B)(6) 2025, patient went to the emergency room for the upper lip pain. She underwent a doppler which showed no evidence of thrombosis in the face. However, based on the echo doppler report, the local medical expert assessed that the arterial state of the face has not been investigated and the instrument used for the eco doppler has not been mentioned. For this reason, the local medical expert highlighted that probably the eco doppler was not performed correctly because the hcps of the hospital are unfortunately not specialized in the management of the fillers-related complications. On (B)(6) 2025, we received the information that the pain improved but the tissue was still suffering. The local medical expert was contacted and recommended an immediate hyaluronidase injection (1500 iu). The same day, on the evening, the patient received a second course of hyaluronidase (1500 iu). (B)(6) 2025, we were informed that the patient condition improved a lot since the last hyaluronidase injections but developed a herpes labialis. On (B)(6) 2025, we received the information that herpes pustules and the skin was slowly healing and that the crusts spontaneously disappeared. The injector and the local medical expert recommended to apply moisturizer cream and photoprotection. Despite several reminders, no further information could be retrieved. Considering the progressive resolution of the symptoms, the case was closed.